Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep received an email from the doctor informing the rep about a device removal, which was scheduled to take place on (B)(6) 2019. The reason for the device removal was not provided and no symptoms were reported. The hcp also mentioned they needed a screw driver. Follow up will be conducted to obtain additional information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the right lead would be left implanted and the ins would be removed as the patient doesn't use it anymore and finds it painful. It was reported that the system never really worked. No further complications are anticipated.